Event description:
The customer reported a low-pressure alarm, and the middle cushions were deflated resulting in an unstageable sacral pressure ulcer. Medical intervention was not reported at the time of the initial report. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a low-pressure alarm, and the middle cushions were deflated resulting in an unstageable sacral pressure ulcer. Medical intervention was not reported at the time of the initial report. The following information was obtained from the wound care nurse at the reporting facility. The patient involved in this report was a (B)(6) -year-old female admitted to the ICU on (B)(6) 2021 for respiratory failure due to covid-19. The patient's medical history includes a history of thyroid cancer that was surgically removed, morbid obesity, diabetes mellitus, hypertension, lymphedema, cellulitis of the leg, sleep apnea requiring CPAP, and anxiety. The patient had a split in the gluteal crease noted on admission, which was initially documented as a ¿lower back skin tear.¿ the wound care nurse later changed this in the patient¿s medical record to ¿tear in sacral/gluteal crease.¿ on (B)(6) 2021, hillrom technical support was contacted for a low-pressure alarm and deflated middle cushions ( (B)(4) ). On (B)(6) 2021, the gluteal tear was noted to be elongated and bleeding. On (B)(6) 2021, hillrom technical support was contacted for a low-pressure alarm and deflated middle cushions (this complaint). On (B)(6) 2021, fragile granulation was noted. A foam dressing was applied to the area on (B)(6) 2021, but no description of the tear was documented. On (B)(6) 2021, the patient was transferred out of the ICU to the 2nd floor and documentation of the tear noted a possible deep tissue injury (dti). On (B)(6) 2021, purple/burgundy discoloration was noted at the gluteal tear. On (B)(6) 2021, dark discoloration was noted at the gluteal split/sacral area with possible dti. On (B)(6) 2022, an unstageable pressure injury was noted with purple discoloration in the sacral area. On (B)(6) 2022, a stage 4 pressure injury extending to muscle was diagnosed, and the patient was taken to the operating room for surgical debridement. After surgical debridement was performed, the wound was packed. The patient was discharged from the hospital to a facility on (B)(6) 2022 with orders to continue packing the pressure injury as the hospital staff nurses stated the wound still had an odor. The patient was scheduled to have a follow up visit at a wound center but canceled due to the distance of the wound center from the facility she was at. The patient stated she would reschedule the appointment when gets to her house. The wound care nurse stated when she assessed the patient after she was transferred to the 2nd floor (date of visit not provided) the bed was alarming, she hit max inflate, and the bed properly inflated. Approximately one week later, the wound care nurse assessed the patient again (date of visit not provided), the bed was alarming, she hit max inflate, and it was noted the center of the mattress was deflated and the bed frame could be felt. The wound care nurse thinks the nurses were aware of the situation with the bed because they had waffle cushions under each side of the patient; however, it is unknown how the long the bed had been alarming. The patient was scheduled to have a follow up visit at a wound center but canceled due to the distance of the wound center from the facility she was at. The patient stated she would reschedule the appointment when gets to her house. The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). Instructions for use state if a low pressure condition is detected, the system will sound a low pressure alarm and the display will show which zone(s) has failed. The user is instructed to examine the surface connections, examine for leaks in the failed bladder(s), and remove from service. The hillrom service technician inspected the hose connections at the pump and mattress bladders and found a disconnected top bladder and torn turn and boost bladder. The technician reconnected the top bladder and replaced the torn turn and boost bladder. The bed functioned as designed post-repair. The mattress serial number noted in the inspection was (B)(4), which is addressed in (B)(4). A stage IV pressure involves full thickness tissue loss with exposed bone, tendon, or muscle. A stage 4 pressure injury often requires medical or surgical intervention to preclude permanent impairment and therefore meets the definition of a serious injury. Based on the timeline provided by the customer, the patient¿s skin tear worsened to a stage 4 pressure injury in this bed and the serious injury will be captured in this complaint. However, the blower on the bed worked as designed and appropriate messaging was provided to the user as acknowledged by the customer's recognition of the low-pressure alarm. The reported injury can be contributed to the failure of the user to respond appropriately to resolve the issue. Hillrom considers this complaint a reportable serious injury. Based on this information, no further action is required.